Event description:
The consumer contacted to state that his wife's spinbrush broke from the connector. The spinbrush was inside of her mouth when the breakage occurred and the piece was completely detached from the spinbrush. She did not experience an injury as a result of this breakage. This particular spinbrush has been used for more than two years and the brush head has been used for between one and three months. Since the consumer discarded the product, we will not be able to conduct an investigation of the spinbrush.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4).